Event description:
A distributor contacted heartsine to report that a customer's device prompted 'child pad" while an adult cartridge was inserted. As patient impedance increases, the sensing of a child patient when an adult pad-pak is inserted will likely result in a reduced shock energy being delivered to the patient. As a result, wrong defibrillation therapy may be delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Heartsine evaluated the customer's device and was able to duplicate and verify the reported issue. The root cause of the reported issue was determined to be due to the reed switch, sw1. Investigation determined the reed switch contacts were closed and without the presence of a magnetic field which was the cause of the reported issue. The device was scrapped and the customer received a replacement.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow up report.

Event description:
A distributor contacted heartsine to report that a customer's device prompted 'child pad" while an adult cartridge was inserted. As patient impedance increases, the sensing of a child patient when an adult pad-pak is inserted will likely result in a reduced shock energy being delivered to the patient. As a result, wrong defibrillation therapy may be delivered. There was no report of patient use associated with the reported event.